Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 20-mar-2024, noted a correction to the 3500a initial as under h10. Additional manufacturer narrative should have included: the picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Outer sheath blockage. The entrance of the outer sheath was blocked by the white gasket in the hemostasis valve. A second device was used to complete the procedure. There was no adverse event reported on patient. Additional information was received. The section with the issue was the hemostatic valve. It was totally separated. The brim cap/hub became detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. There was no patient consequence. The patient did not require treatment. The approximate volume of blood that was lost was 2ml. There was damage due to the obstructed sheath. There was partial occlusion when irrigating the sheath. Material causing the obstruction. The bwi product analysis lab received the device for evaluation on (B)(6) 2024. The device evaluation was completed on (B)(6) 2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the brim cap and silicone ring, were placed in its original place; however, the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer were confirmed. The valve dislodged failure could be related to the brim cap detached issue reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation and brim cap detachment issues occurred. Outer sheath blockage. The entrance of the outer sheath was blocked by the white gasket in the hemostasis valve. A second device was used to complete the procedure. There was no adverse event reported on patient. Additional information was received on 05-mar-2024. The section with the issue was the hemostatic valve. It was totally separated. The brim cap/hub became detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. There was no patient consequence. The patient did not require treatment. The approximate volume of blood that was lost was 2ml. There was damage due to the obstructed sheath. There was partial occlusion when irrigating the sheath. Material causing the obstruction.